Event description:
It was reported that the shield was difficult to remove from the bd insulin syringe with the bd ultra-fine¿ needle, and the hub separated from the syringe during use. The following information was provided by the initial reporter: "shield difficult to remove consumer reported needle hub separated. Was not able to use syringe stated the shield was hard to remove cl".

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8302902 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200789387, 200789978] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the shield was difficult to remove from the bd insulin syringe with the bd ultra-fine¿ needle, and the hub separated from the syringe during use. The following information was provided by the initial reporter: "shield difficult to remove consumer reported needle hub separated. Was not able to use syringe stated the shield was hard to remove cl."

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the needle hub separated and the shield was hard to remove. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 8302902 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 21oct2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #49339 was created for raised shields. The needle assembly guide was worn. Corrective action: the needle assembly guide on the main dial was replaced. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield was difficult to remove from the bd insulin syringe with the bd ultra-fine¿ needle, and the hub separated from the syringe during use. The following information was provided by the initial reporter: "shield difficult to remove. Consumer reported needle hub separated. Was not able to use syringe. Stated "the shield was hard to remove cl".